Event description:
It was reported that the insulin pump alarmed motor error during prime. It was also reported that the insulin pump excessively alarmed no delivery. Customer's blood glucose reading was 421 mg/dl. No significant events leading to the alarm were observed. It was reported that customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test due to a loose /flush drive support disk. Unable to perform the excessive no delivery test due to the motor error alarms. The pump was received with a cracked case at the display window corners, a cracked display window, cracked battery tube threads, minor scratches on the display window, and a missing end cap sticker.